Manufacturer narrative:
The impella device has been returned for evaluation and an investigation is currently underway. A supplemental MDR will be filed upon completion of the investigation. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system (access site bleeding) section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump had inaccurate placement signal, low pump flow and access site bleeding/hematoma. Device was repositioned to resolve the reported observations. Patient survived the procedure.